Event description:
It was reported to boston scientific (bsc) on 03/13/2007, that a customer encountered patient complications during the placement of an bsc detachable coil. Event summary: a female with insignificant comorbids presented with new onset of headaches. Work-up revealed a 4-mm anterior communicating artery aneurysm treated by successful stent assisted coil embolization, which was complicated by coil [device in question] rupture of the aneurysm dome. The physician described in the procedure record that it was the second to last coil [device in question] that caused the rupture with extravasation of contrast into the subarachnoid space. In 2007, a stent assisted coiling of a 4-mm, anterior communicating artery aneurysm was performed. Procedure prep was unremarkable. The patient received 7,000 units of heparin to maintain an act over 300. It was not described whether this was bolus or continuous infusion. Approach to the internal carotid artery was unremarkable. A microcatheter and a wire were used to catheterize the right anterior cerebral artery. The 30mm x 15-mm stent was positioned across the base of the anterior communicating artery aneurysm from the right a2 into the left a1, but not deployed. The microcatheter was reposition into the aneurysm over a wire. The stent was then deployed trapping the catheter within the aneurysm. Angiogram confirmed placement. Coil embolization was begun using 5 detachable bsc coils. Next, bsc detachable coil [device in question] was placed that perforated the dome of the aneurysm with extravasations of contrast into the subarachnoid space. Protamine 35-mg was given to reverse the heparin. A final bsc detachable coil was placed. Angiogram demonstrated complete occlusion of the aneurysm. The stent assisted coil embolization was considered successful. An extraventricular drain was placed several hours post procedure due to diminishing level of consciousness and hydrocephalus. The following morning, CT confirmed decompression of the ventricle and no new bled. Hospitalization was remarkable for respiratory failure with a period intubation and a fever of unknown origin treated with antibiotics. During this period, the patient was symptomatic of vasospasm, which was treated by percutaneous transluminal angioplasty (pta) of the a1 segment. The patient was discharged to a rehab facility the next month and prescribed aspirin, plavix, and a calcium channel blocker for vasospasm control. The rehab period was unremarkable. Nineteen days prior to discharge, the patient showed significant improvement in mobility and in the activities of daily living. Her cognition remained impaired.

Manufacturer narrative:
Device manufacturers only. Evaluation: (coil rupture of the aneursym dome caused extravasations, the intervention use of protamine (to reverse the anticoagulant effects of heparin) and placement of an additional bsc detachable coil to complete occlusion of the aneurysm). The device in question will not be returned to the manufacturer for further investigation as it remains implanted in the patient.